Event description:
User advanced the device into patient and tried several time but no sample was obtained. User then retracted the device along with endoscopy from patient and found out the push needle is broken.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510(k) # k210476 device evaluation 1 unit of lot c1880937 of echo-hd-22-ebus-o was returned opened in its original packaging.. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on (B)(6). 2022. The distal end of the needle returned was observed to be broken approx. 3cm from the tip of the sheath. Document review including IFU review prior to distribution, all echo-hd-22-ebus-o devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o of lot number c1880937 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1880937. The notes section of the instructions for use, ifu0051-9, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0051-9). Root cause review a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to a combination of tortuous anatomy and device being used in a bent position as per additional information resulting in the distal tip of the needle to break. Another possible root cause could be attributed to advancement into a hard lesion as per additional information penetration of the target site was difficult summary complaint is confirmed as the failure was verified in the laboratory. According to the additional information (q.26) no section of the device detached inside the patient. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the receipt of additional information and completion of the lab evaluation of the complaint device. Additional information received on 14-jul-2022 as follows: 1. Are images of the device or procedure available? Yes 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end ,(())() 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No () 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No , 5. If the device is a procore needle, is the device damage located at the notch / core trap? No if no, please specify where the damage is located: procore,/ 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Lung a. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. ()4r b. ,2r2l4raoar11ri11s4r 7. Please describe the size of the intended target site. 5 5 8. If not with the device in question, how was the procedure performed and/or finished? Olympus ,/ 9. Was the device used in a tortuous position? Yes 10. Are images of the device or procedure available? Yes 11. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: (),: 14. What is the endoscope manufacturer and model number that was used? Bfuc260fw bfuc260fw 15. 16. Was force required on insertion of device into scope? No. 17. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Advancement of needle ,/ 18. Was difficulty experienced while retracting the needle? No. 19. Was the syringe used during the procedure, after the stylet was removed? No. , 20. Was the needle able to be fully retracted before removing from the patient? Yes 21. Was gaining access to the targeted site difficult? Yes 22. Was the endoscope in a flexed or twisted position at any time during the procedure? Bent , 23. Was needle penetration of the targeted site difficult? Yes 24. Was the stylet partially removed prior to advancement of needle? No. 25. How many biopsies/passes were obtained with use of this needle? No. 26. Did any section of the device detach inside the patient? No. 27. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? , 28. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? 29. Was there difficulty in attachment / detachment of the leur to the scope? / 30. If the device is procore and it is kinked distally, is the kink at the notch / core trap? Procore,/ 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no () 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No , 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No ,, 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No. Ebus, lab evaluation on 04 august 2022 visual inspection: distal end of needle examined and break observed approx. 3cm from the sheath tip. Functional inspection: sheath extender able to advance and retract with no difficulty. Needle able to advance and retract with difficulty. No impact to ae assessment, findings to be included with report scheduled.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.